Manufacturer narrative:
The reported device deformation was confirmed. The investigation at abbott confirmed the device had cobra conformation upon deployment. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The reported device deformation was determined to be a potential product quality issue. Therefore, an exception (issue) has been initiated to further investigate this complaint. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Event description:
It was reported that on (B)(6) 2024, a 34mm amplatzer septal occluder (lot: 9206144) was chosen for implantation utilizing a 12f amplatzer trevisio delivery system. During implantation, the device deformed into a cobra shape. A replacement 34mm amplatzer septal occluder (unknown lot) and replacement 12f amplatzer trevisio delivery system (unknown lot) was used to complete the procedure. There were no patient consequences or clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.